Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at the site, which cause the patient blood glucose elevated to 400mg/dl. The infusion set was in use for 12 hours. No further information available.